Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021 via merlin on demand. Review of transmission revealed that the right ventricular (rv) lead had elevated capture threshold and decreased sensing capabilities. The patient was brought to the hospital on (B)(6) 2021 for further examination. Chest x rays revealed rv lead had no lead slack anymore and micro dislodgement was noted. The physician suggested that the dislodgement was due to patient lifting arm above the head. The rv lead was unscrewed and repositioned during procedure on (B)(6) 2021. The patient was stable before, during and after the procedure.